Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the distal portion of the lead was returned in one piece. Visual examination found an external abrasion that breached the outer insulation and exposed the outer coil caused by friction to device can.